Manufacturer narrative:
Concomitant medical products: product ID: 3093, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that no action was required as a result of the event. It was noted that after the final system implant on (B)(6) 2014 the patient went to the office on (B)(6) 2014 for an unscheduled visit. It was noted that a hematoma was seen. It was noted that there was action taken included local care and evaluation of hematoma with pain medication. It was noted that the event was assessed by the investigator as related to the procedure. It was noted that the event was ongoing at the time of report. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complication associated with the event. Additional information received reported that on (B)(6) 2014 the patient was hospitalized for hematoma on scar location with the battery externalized to the skin associated with severe pain. The event was considered a serious deterioration of the patient¿s health. The investigator assessed the hematoma as relative to the definitive implant procedure. The implantable neurostimulator (ins) was explanted and the hematoma was considered recovered on (B)(6) 2014.

Event description:
Additional information received reported there was an infection at the implant site with purulent discharge. The patient was hospitalized from (B)(6) 2015 to explant the stimulator. The event was resolved (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies due to updated coding procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093 lot# serial# unknown implanted: (B)(6) 2014 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was assessed as related to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the value for the amplitude, amplitude unit, impulsion duration, and frequency was rem oved. No further patient complications have been reported as a result of this event.